Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A reporter from a hosp contacted lfs alleging that a (B)(6) hosp meter was displaying the black hand kernel error. The reporter did not allege harm. The reporter was unable / unwilling to indicate whether any pt received treatment. There was no indication that any pt experienced injury. The reporter confirmed that there was no damage to the meter. Based on the info supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a med device reportable. Issue was not resolved through troubleshooting. The meter was replaced.